Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote monitoring, the implantable cardioverter-defibrillator exhibited atrial undersensing due to the post ventricular atrial blanking period (pvab) during a supraventricular tachycardia (svt). Inappropriate ventricular antitachycardia pacing (atp) therapy was delivered. Programming change was made. The patient was stable throughout.